Event description:
It was reported to boston scientific corporation that a sensation medium stiff micro oval snare was used during a colonoscopy procedure on (B)(6), 2010. According to the complainant, the snare would not completely cut the polyp. The snare was removed from the scope when it was noted that the loop would not completely retract. The physician was able to use another sensation medium stiff micro oval snare to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.